Event description:
Surgeon reported that during the procedure air came out from the tip of probe when aspiration was stopped. Procedure was completed with no harm to patient. Additional information is not expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. Additional information is not expected for this cause. (B)(4).